Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump kept alarming battery out limit. Customer stated she bought new batteries and the device continued to alarm after she changed the battery seven times. Customer doesn't recall her blood glucose level at the time of indicant. Alarm was cleared and troubleshooting was performed. No damage was noted in the battery compartment or components. Customer was advised to clean battery compartment and its component. Insert a new battery and the device alarmed again. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents. It was monitored for several days and no failed battery test alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratches on the reservoir tube window, and broken belt clip slot.